Event description:
A customer reported experiencing an alarm 2 related to an occlusion issue with their insulin pump. This resulted in the customer's blood glucose levels reading as "high," indicating a level exceeding 500 mg/dl, although the precise value was not provided. In response to the issue, the customer administered a correction bolus using the pump, drank water, and resumed their insulin routine. Reportedly, the customer was using cold insulin, which is considered off label use.